Event description:
The user facility reported the tubing continually detached from the oxygen masks during use with patients. Some patients experienced decreased oxygen saturation as a result; however, no patient injuries were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The reporting facility was unable to quantify the total number of oxygen masks and/ or patients involved in this complaint. The lot numbers of the devices involved were not provided. No additional details were available at the time of this report. Should additional information become available a follow-up report will be submitted.